Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13a24011 and h13b22021 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away. On an unreported date, the pt experienced an aneurysm and peritonitis (further details not provided). Four days prior to death the pt was hospitalized for unknown reason and the pt passed away while in the hospital. The cause of the death was reported to be due to a myocardial infarction. Automated peritoneal dialysis (apd) therapy with homechoice (hc) device and dianeal was ongoing until the time of death. The pt was reportedly performing therapy on the hc at the time of death. An autopsy was not performed. It was reported that the patient's past medical history of cardiac disease did not worsen after the start of dianeal therapy. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).